Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the deployment difficulty could not be determined. The stent movement likely occurred as the delivery system was being removed resulting in the stent pulling back, but ultimately releasing and deploying at the lesion site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo superficial femoral artery that was 100% stenosed. The lesion was prepped with a 4x150mm armada 18 balloon at 14 atmospheres for 2 minutes. The 4.5x80mm supera stent was advanced without issue to the lesion. It was then deployed but only for 2 cm, despite pushing the thumbslide, as per deployment procedure, the supera stent was unable to be pushed out of the delivery catheter completely. Despite repeated attempts to push the thumbslide, the stent did not fully deploy. The delivery catheter was then being removed under fluoroscopy when the deployed 2 cm part of the supera moved 3 cm proximally and deployed at the lesion, although not overlapped with a previously deployed supera stent as initially planned. The stent was noted to move, but still remained within the target lesion. There were no issues with the thumbwheel mechanism. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.